Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized approximately two weeks ago for blood glucose levels over 400 mg/dl. The customer is now noticing air bubbles in the infusion set tubing. The customer stated that he will change the infusion set and call back if further assistance is necessary. Nothing further was reported.